Event description:
Fentanyl drip was running overnight into day shift. Drip rate increased around 2145 due to patient agitation. Per evening rn, the patient required frequent prn versed (8mg overnight); kicks and thrashes wildly whenever he needs to urinate. Patient not redirectable at these times and resists care. Patient was not able to follow commands tonight as often as last night. Fentanyl drip stopped around morning change of shift to facilitate sat(spontaneous awakening trials) trial. Restarted around 1045. At that time it was noted the same bag from last night should be empty, but majority of the bag still remained. Pump reading approximately 9 ml left.